Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.

Event description:
Received a copy of customer's medwatch report stating "found 2 different IV pumps alarming during shift. IV tubing dripping to floor. Found hole in both tubings. Holes are located at the top of the 'pump segment' of the tubing under or neat blue part where tubing is attached." Assume statement of "neat blue part" is a typo meaning "near blue part where tubing is attached". There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.